Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of one side of cylinder. It was also noted that the device was coming out of the penis. The ipp was explanted and replaced with a malleable device. There were no additional patient complications.